Event description:
It was reported that during device interrogation it was found that a power on reset [por] had occurred. The device parameters were restored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error por (power on reset) (B)(4) 2012 in location "18 56". The device should be able to recover from the event and continue normal function.